Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was stuck on critical override mode. The customer confirmed that the station had already been rebooted; however, the issue continued to persist. In addition, patient details were not displayed on the station, further impacted medication access. The customer stated that they have already contacted hit, and no issues were identified on their end. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 10-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the network connectivity issue occurred at the station, blocking communication between the station and the server. A technical support specialist (tss) dialed into the station and identified a fatal database error indicating the dsclientoltp data filegroup was full, causing a data source exception. Knowledge article, controlling the purge in es 1.5.x - 1.11.x - purge recovery - purge queue growing faster than deletion or purge failure for extended period of time, was applied to resolve the issue. The problem was resolved successfully, and the customer granted permission to close the case. The system functioned as intended when the technical support specialist troubleshot the device.